Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and was unable to determine a single part the likely cause of the result issue. However, carryover could not be ruled out as an additional likely cause. The architect i2000sr (03m74-02), serial number (B)(6) was considered the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined normal complaint activity for the issue for the products. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect i2000sr (03m74-02), serial number (B)(6) was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated the next day after the doctor questioned the results with negative results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 1901 miu/ml. Repeat result on same sample processed on (B)(6) 2025 = <2.3 negative x3 processed on same instrument and different instrument. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one female patient. The sample was repeated the next day after the doctor questioned the results with negative results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 1901 miu/ml. Repeat result on same sample processed on (B)(6) 2025 = <2.3 negative x3 processed on same instrument and different instrument. No impact to patient management was reported.